Manufacturer narrative:
B3, d6: dates estimated. This will be filed as a malfunction summary report per FDA exemption approval number - e2015009. The devices were not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. Based on the limited information reviewed, a conclusive cause for the single leaflet device attachments could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported through transcatheter valve therapy (tvt) registry data that mitraclip devices may be related to 25 device malfunctions of single leaflet detach attachments (slda). The relationship of the malfunctions to the mitraclip devices could not be determined based on the limited data received from the registry. Patients¿ mean age 69 years, ranging from 30 - 83 years. 64% patients were male, 36% patients were female. Tvt registry data is reported as a summary per summary reporting exemption approval number - e2015009. No additional information was provided.